Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that when the patient was walking, moving their arms, crossing their right leg over their left while sitting, and palpating the implantable neurostimulator (ins), the patient felt a surge in their legs. The patient felt these surges when the ins was on and it did not occur when the therapy was turned off. The patient did not experience the symptoms when the therapy was off. The patient stated that the stimulation changed with their positional movement, but that the surges were different. The patient did not fall prior to the surging sensation, but reported that they had fallen a few times due to the surges. Therapeutic benefit was still being received. Impedance measurements were taken and all electrodes were 800-900 ohms except electrodes 0 and 3 which were at 3,571 ohms at 0.70 v and 3,341 ohms at 3.00 v. Reprogramming was done to not use electrode 3, but the patient still felt the surges. These issues were reported to start in (B)(6) of 2015. As of 2016-02-25, it was reported that no diagnostics had been performed and no further actions or interventions had been planned to date. Additional information has been requested regarding diagnostic testing, actions and interventions either planned or performed, and outcome, but it was not available at the time of this report. If additio nal information is received, a follow-up report will be submitted.